Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. The pump's DHR in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. Manufacturing final testing was completed on 6/06/2022, and the pump was programmed with the customer's library on 5/08/2023. The pump was received with software version number 5.9.2 and library configuration "chemo - v2". The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, as reported by the end user. An abrupt power off can be seen on event lines 0-2 and 4 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. The "log_event_battery_empty" line also points to the fact that the battery in the pump could have been the root cause of the abrupt power offs found in the log. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was unable to successfully complete as the pump did power off abruptly before finishing. A new battery was put into the pump again, and the battery level was reset. However, before a new infusion could be started, the pump powered off once again. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/2/2024: it was confirmed that the pump's plastic hinge around the metal bar has been broken off of the pump, as reported by the end user. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log. An abrupt power off can be seen below on event line 128 by the "log_event_on" code without an "log_event_off" code before it. See complaint in question for detail of the event log. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. The review of the event log did find several upstream occlusion alarms in the infusion history, 14 in total, as seen by the alarm codes "e04". See complaint in question for detail of the event log. Reported issue found, device not performing to specification. Three capas had been opened in order to fully investigate and address the root causes of the reported events.

Event description:
On 02/17/2024, infutronix received a report that a pump had a pump housing module - component physical damage issue. No patient was harmed. Device was returned on 02/29/2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.